Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding end of instrument is melted was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was melted at the end. It is unknown how the procedure was completed. There is no reported injury.